Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-00804 it was reported the patient's leads had migrated. As such, the patient underwent surgical intervention on (B)(6) 2019 wherein the leads were repositioned. Reportedly, effective therapy was restored post-operative and the issue is resolved.